Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted at the time a pocket revision was performed due to cardiac resynchronization therapy defibrillator (crt-d) erosion, which carries a high risk of infection. The rv lead remains implanted and the crt-d was repositioned to resolve the issue. No additional adverse patient effects were reported.